Event description:
Pt was treated for a distal humerus fixation on an unknown date. On a 2 week postoperative follow up visit for staple removal, x-rays taken showed a hardware fixation failure. On (B)(6) 2012, surgeon removed all initial fixation hardware and revised with new hardware. During the revision procedure, while installing the medial distal humerus plate, the 2.0 drill bit broke in half and a piece remains in the pt in the distal humerus. As a result, the surgeon used a shorter screw to complete the implant. The fixation was reported as solid. This is the 5th of 9 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.